Event description:
A customer requested the part ID for touchscreen to repair touchscreen issue. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The biomed reported that the unit needs a new touchscreen to philips remote service engineer (rse) and requested the parts ID. The rse provided part ID as requested and emailed the biomed a new rev p service guide. The biomed stated that the respiratory therapist was unable to set up the unit for a patient. When he was inspecting the unit, it would not calibrate. The biomed replaced the touch screen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.